Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pump underwent a thorough analysis. The pump was visually and microscopically examined and tested for leaks. A tear was identified in the kink resistant tubing (krt) consistent with material fatigue and wear. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage to the tubing identified via analysis could have impacted the performance of the device and is the most probable cause for the reported urinary incontinence issues. The reported patient symptom of incontinence is a known risk of implant of these devices as noted in the instructions for use.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was not working, and the patient experienced recurrent urinary incontinence. The device was explanted, and a new aus was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment and the reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was not working, and the patient experienced recurrent urinary incontinence. The device was explanted, and a new aus was implanted. No patient complications were reported.